Event description:
A customer reported the adc freestyle libre sensor detached after 8 days of wear. On (B)(6) 2021, as a result, the customer experienced symptoms described as falling asleep and "going into unconsciousness". Healthcare provider contact was made, and the customer was provided intravenous glucose for treatment. A glucose level of 230 mg/dl was reported, obtained on unknown device at unspecified time. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. No physical damage was observed on the sensor patch. No issues were observed with returned adhesive. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc freestyle libre sensor detached after 8 days of wear. On (B)(6) 2021, as a result, the customer experienced symptoms described as falling asleep and "going into unconsciousness". Healthcare provider contact was made, and the customer was provided intravenous glucose for treatment. A glucose level of 230 mg/dl was reported, obtained on unknown device at unspecified time. No further information was provided. There was no report of death or permanent injury associated with this event.